Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with reflin (dose, frequency, duration and route not reported) and fortum (1 gram, frequency, duration and route not reported) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with pd therapy was unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was hospitalized for the event of peritonitis. It was reported that the patient was advised to continue both cefazolin(dose, route, and frequency not reported) and ceftazidime (dose, route, and frequency not reported) for fourteen days. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.